Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a cubie failure. A field service engineer checked the station and no issues were found. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the pyxis medstation es system, cubies were not recognized. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.